Event description:
Discrepant sodium and potassium results on 2 patient samples. Patient 1: initial sodium result 45 mmol/l, potassium result 1.33 mmol/l. Same sample repeated twice gave results of 138 and 138 mmol/l for sodium and 4.22 and 4.22 mmol/l for potassium. Initial results were not reported. The field service representative determined there was a problem with the ise wash timing and a clogged sample probe. The instrument was repaired.

Event description:
Discrepant sodium and potassium results on 2 patient samples. Initial sodium result 87 mmol/l, potassium result 2.73 mmol/l. Same sample repeated twice gave results of 137 and 138 mmol/l for sodium and 4.24 and 4.26 mmol/l for potassium. Initial results were not reported. The field service representative determined there was a problem with the ise wash timing and a clogged sample probe. The instrument was repaired.